Event description:
A customer reported there was air leak with noise and suction issues with the vitrectomy probe at an unknown timing of anterior chamber vitrectomy surgery. The surgery completion details were unknown. There was no impact to the patient. Additional information has been requested but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.